Event description:
Same case as MFR #2134265-2008-00558. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The physician implanted a 3.00x28mm taxus express2 drug eluting stent and a 3.50x24mm taxus express2 drug eluting stent in unspecified locations. Ten days later, the patient woke up itching, and she now has severe itching and hives including whelps on her scalp. She saw a dermatologist at nyu who started prednisone and topical medication. The health care provider has discontinued crestor and metotropolol. She also described areas on her body as "bleedouts." It was further reported by the patient that her symptoms are beginning to clear. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.